Event description:
Additional information received that the system continued to observe high oor shock lead impedance. The field representative was contacted and indicated that a new lead was implanted. A fractured shock coil was suspected, however the cause was not conclusively determined. The rv lead was surgically abandoned while the ICD still remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms. Additional information indicates that electromagnetic interference (emi) was the cause of the observation reported. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.